Manufacturer narrative:
The other relevant components include: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, physician if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-jul-24. The serial number of the programmer used to interrogate the pump prior to replacement was provided, and it was noted that the pump was not replaced before end of service (eos) because the patient had been referred months prior to a different replacement physician and the patient did not show up for 2 appointments. Thus, the physician refused to replace the patient's pump and the office had to scramble to find another replacement physician. In the meantime, patient¿s pump reached end of service.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported a pump revision was occurring. The reason for the pump revision was the patient was affected by a low battery reset and they think it could be related to the battery performance fa. It was noted they are prepping for replacement today ((B)(6) 2017). Manufacturer representative (rep) requested programming assistance for a back table prime, and programming was reviewed. Rep requested clarification on which stain relief to use if they had to revise the catheter during the pump replacement and compatibility was reviewed. No symptoms were reported. Event date was unknown. No further complications were reported/anticipated.

Event description:
The pump was infusing dilaudid (dose and concentration unknown) at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was further reported that the patient's pump "went out" on (B)(6) 2017 and the patient went through heavy withdrawals for "like a month." The patient reportedly went to the emergency room two times on (B)(6) 2017. The first time, she was given an IV and sent home. The second time, at "like midnight," the patient was given treatments and oral dilaudid. It was noted that the patient had the pump for "like 9.5 years." (Note: this statement conflicts with device records, which indicate that the pump was implanted in 2010). Additional information was received from a healthcare provider (hcp) and a consumer via a manufacturer representative on (B)(6) 2017. It was clarified that the physician's office never stated that the pump was replaced due to a low battery reset, only that the patient's pump was on the list of potentially affected devices. It was noted that the pump died suddenly, and it was confirmed that the hcp thought the pump died due to the device reaching its end of life. The hcp did not reportedly state that low battery was read on the pump logs. The pump was replaced on (B)(6) 2017 and the situation was considered resolved. It was unknown what troubleshooting was performed,and it was clarified that the representative was made given the initial report from a phone call with a consumer at the hcp's request the day before the pump was replaced. Omitted information pertains to pe (B)(4) - sxs after implant.